Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned yet.

Event description:
It was reported that a piece of the catheter fractured and migrated. The fragment of the catheter and the port were both surgically removed. There was no reported patient injury.

Manufacturer narrative:
Medwatch report was received for this file on 08/20/2018 and the associated fields were updated. The investigation summary below was unchanged. No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. Mw5078767.

Event description:
It was reported that a piece of the catheter fractured and migrated. The fragment of the catheter and the port were both surgically removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one powerport MRI isp w/ 8 fr groshong catheter was returned for evaluation. Visual, tactile, and microscopic evaluations were performed. The investigation is confirmed for a catheter break, which was found more specifically to be due to pinch off. The device showed signs of use and a full break in the catheter about 10.5 cm from its proximal end. The two ends of the break were rounded and elliptical in shape and the vertices each appeared to be rounded and without any additional cracks or breaks. The surface of the catheter adjacent to the break on each side appeared dull. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. The device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area that is associated with higher rates of pinch-off. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The signs of pinch-off as well as the grades of pinch-off and recommended action for each are described in the IFU: ¿contraindications: this device is contraindicated for: catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinchoff.1,2 port may be placed in lateral subclavian vein based on evaluation by a qualified practitioner.¿ ¿do not power inject through a port system that exhibits signs of clavicle-first rib compression or pinch-off as it may result in port system failure.¿ ¿preventing pinch-off the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched.¿ mw5078767.

Event description:
It was reported that a piece of the catheter fractured and migrated. The fragment of the catheter and the port were both surgically removed. There was no reported patient injury.